Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had let the battery die in their handset but have since recharged it and since yesterday or the day before, they've been trying to connect to their ins but have not been successful and they also noticed at the same time, they don't feel stim. Worked with pt and their equipment and pt reported the communicator and handset connected to one another but pt reported: device not responding when they put their communicator over their ins on their outer left buttock. Worked with pt and their equipment to restart the handset, turn off wifi, toggle off and back on blue tooth and try to connect again, the handset and communicator found each other but the ins was not found. Worked with pt to reposition the communicator numerous times. Pt reported: before, they could feel the little bump (of the stimulator) but now they cannot feel it. Pt said they were (B)(6) pounds at implant but since implant surgery they gained 7 pounds. Reviewed the external equipment is working as expected and recommended it be checked in person redirected to their doctor. Pt said they called their doctor's office and was told the doctor's office can't do anything the patient has to talk to patient services. Offered and sent email to the rep in the area.

Event description:
Additional information was received from the patient. They reported that the device was helping their bladder for like three weeks. Then they had a follow up appointment with the doctor on (B)(6) and two days later on (B)(6) the therapy stopped working. Patient called the doctor's office and they said to call the manufacturer. The patient called on (B)(6) to work with them to try to see if the device was working. They tried everything, nothing worked. They called the doctor's office again and were told they had to wait until the manufacturer representative goes to the doctor's office. Once and while when they sit down they feel the sensation. If they sit down for 15 minutes, they will feel tingling sensation. Positional movement was reviewed. Patient said they tried to increase stimulation and that didn't work. Patient wants to know when a rep is going to be at the doctor's office. The rep was contacted on the patient's behalf.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for the next office day, which is on july 14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated that it stopped working (helping their symptoms) sometime after they had their appointment with the hcp in april. The patient stated a manufacturer representative (rep) had known about their therapy not helping them. The patient stated that they had a follow up appointment on (B)(6) 2022 with their hcp and the rep had been there for the reprogramming, however it still hadn't helped them. The patient stated the level it was set to when it was reprogrammed hadn't been comfortable, so the patient had brought it down to where they had it set to now. Troubleshooting advised that if they couldn't increase higher on their current program because it was uncomfortable, they could try another program to see if that helped their symptoms. The patient stated they were going to reach out to their hcp and check to see if they could switch programs.